Event description:
It was reported that when a patient presented in clinic with multiple mode switching episodes due to far field r wave oversensing. The device was reprogrammed successfully. Patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.